Event description:
Customer reported to beckman coulter, inc. (Bec) that 100 ml of fluid leaked from the coulter lh 780 hematology analyzer. Customer reported that the leak spilled outside the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was at the backwash manifold at fitting 1. The fse replaced the tubing at fitting 1 to resolve the issue.

Manufacturer narrative:
(B)(4).